Event description:
While performing a laparoscopic umbilical hernia repair, the first securestrap placed on the field malfunctioned (fired once or twice and would not fire again) and was replaced with a second securestrap. The second securestrap also failed (fired once or twice and would not fire again) and was taken off the field. Another securestrap was obtained and worked properly. Both devices that malfunctioned fired once or twice and would not fire again. No harm to the patient. Two reports being submitted. This report is for securestrap device #2.